Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for prevent pregnancy: mirena iud from 2007 to 2008 and oral contraceptives from 1991 to 2003. Concomitant products included clobetasol since 2008, cyclobenzaprine hydrochloride (flexeril) since 2011, duloxetine hydrochloride (cymbalta) since 2011, fluoxetine since 2009, gabapentin since 2011, hydrocodone since 2011, ibuprofen (motrin) since 2008, norethisterone (norethindrone) since 2010, paracetamol (tylenol) since 2010, pregabalin (lyrica) from 2011 to 2012, triamterene since 2010, venlafaxine (effexor) since 2011 and venlafaxine since 2011. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), mood swings ("mood swings") and hot flush ("hot flashes"). In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), weight increased ("weight gain") and nausea ("nausea"). In 2009, the patient experienced tooth disorder ("dental problems"). In 2010, the patient experienced depression ("depression"), hypermetropia ("far sighted. Stronger lenses"), eye disorder ("inclusions on eyes"), alopecia ("hair loss"), migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced fibromyalgia ("fibromyalgia"), lichen sclerosus ("lichen sclerosus"), oral pain ("mouth pain"), toothache ("teeth pain"), abdominal pain lower ("abdominal pain, lower, right side") and arthralgia ("hips pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, fibromyalgia, lichen sclerosus, tooth disorder, mood swings, hot flush, depression, dysmenorrhoea, hypermetropia, eye disorder, fatigue, weight increased, alopecia, migraine, headache, nausea, oral pain, toothache, abdominal pain lower and arthralgia outcome was unknown. The reporter considered abdominal pain lower, alopecia, arthralgia, depression, dysmenorrhoea, eye disorder, fatigue, fibromyalgia, headache, hot flush, hypermetropia, lichen sclerosus, menorrhagia, migraine, mood swings, nausea, oral pain, pelvic pain, tooth disorder, toothache, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 206 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 72.562 kgs. Ultrasound scan vagina - in (B)(6) 2008: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 18-jun-2018: plaintiff fact sheet and medical records received. New reporters added. Patient demographic information and patient relevant history added. Essure insertion date updated to (B)(6) 2008 and removal date updated to (B)(6) 2017. Indication (permanent birth control by bilateral occlusion of the fallopian tubes) added. Concomitant medications added. Events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), fibromyalgia, lichen sclerosus, dental problems, mood swings, hot flashes, depression, dysmenorrhea (cramping), far sighted. Stronger lenses, inclusions on eyes, fatigue, weight gain, hair loss, migraines, headaches, nausea, mouth pain, teeth pain, abdominal pain, lower, right side and hips pain added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for prevent pregnancy: mirena iud from 2007 to 2008 and oral contraceptives from 1991 to 2003. Concomitant products included clobetasol since 2008, cyclobenzaprine hydrochloride (flexeril) since 2011, duloxetine hydrochloride (cymbalta) since 2011, fluoxetine since 2009, gabapentin since 2011, hydrocodone since 2011, ibuprofen (motrin) since 2008, norethisterone (norethindrone) since 2010, paracetamol (tylenol) since 2010, pregabalin (lyrica) from 2011 to 2012, triamterene since 2010, venlafaxine (effexor) since 2011 and venlafaxine since 2011. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), mood swings ("mood swings") and hot flush ("hot flashes"). In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), weight increased ("weight gain") and nausea ("nausea"). In 2009, the patient experienced tooth disorder ("dental problems"). In 2010, the patient experienced depression ("depression"), hypermetropia ("far sighted. Stronger lenses"), eye disorder ("inclusions on eyes"), alopecia ("hair loss"), migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced fibromyalgia ("fibromyalgia"), lichen sclerosus ("lichen sclerosus"), oral pain ("mouth pain"), toothache ("teeth pain"), abdominal pain lower ("abdominal pain, lower, right side") and arthralgia ("hips pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, fibromyalgia, lichen sclerosus, tooth disorder, mood swings, hot flush, depression, dysmenorrhoea, hypermetropia, eye disorder, fatigue, weight increased, alopecia, migraine, headache, nausea, oral pain, toothache, abdominal pain lower and arthralgia outcome was unknown. The reporter considered abdominal pain lower, alopecia, arthralgia, depression, dysmenorrhoea, eye disorder, fatigue, fibromyalgia, headache, hot flush, hypermetropia, lichen sclerosus, menorrhagia, migraine, mood swings, nausea, oral pain, pelvic pain, tooth disorder, toothache, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 206 lbs . Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 72.562 kgs. Ultrasound scan vagina - in (B)(6) 2008: total bilateral occlusion . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-sep-2018: quality-safety evaluation of ptc. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 664666) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included spinal operation. Previously administered products included for prevent pregnancy: mirena iud from 2007 to 2008 and oral contraceptives from 1991 to 2003. Concurrent conditions included nerve pain, water retention, numbness in leg, absence of menstruation and loss of teeth. Concomitant products included clobetasol since 2008, cyclobenzaprine hydrochloride (flexeril) since 2011, duloxetine hydrochloride (cymbalta) since 2011, fluoxetine since 2009, gabapentin since 2011, hydrocodone since 2011, ibuprofen (motrin) since 2008, norethisterone (norethindrone) since 2010, paracetamol (tylenol) since 2010, pregabalin (lyrica) from 2011 to 2012, triamterene since 2010, venlafaxine hydrochloride (effexor) since 2011 and venlafaxine since 2011. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced mood swings ("mood swings") and hot flush ("hot flashes"). In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2010, the patient experienced tooth disorder ("dental problems"), depression ("depression"), hypermetropia ("far sighted. Stronger lenses"), eye disorder ("inclusions on eyes"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches") and nausea ("nausea"). On an unknown date, the patient experienced fibromyalgia ("fibromyalgia"), lichen sclerosus ("lichen sclerosus"), oral pain ("mouth pain"), toothache ("teeth pain"), abdominal pain lower ("abdominal pain, lower, right side") and arthralgia ("hips pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, fibromyalgia, lichen sclerosus, tooth disorder, mood swings, hot flush, depression, dysmenorrhoea, hypermetropia, eye disorder, fatigue, weight increased, alopecia, migraine, headache, nausea, oral pain, toothache, abdominal pain lower and arthralgia outcome was unknown. The reporter considered abdominal pain lower, alopecia, arthralgia, depression, dysmenorrhoea, eye disorder, fatigue, fibromyalgia, headache, hot flush, hypermetropia, lichen sclerosus, menorrhagia, migraine, mood swings, nausea, oral pain, pelvic pain, tooth disorder, toothache, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 206 lbs. Insertion date provided as (B)(6) 2010 left side- 2 trailing coil, right side 7 trailing coil diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 72.562 kgs. Hysterosalpingogram - on (B)(6) 2010: results: fallopian tubes are blocked. Ultrasound scan vagina - in (B)(6) 2008: results: total bilateral occlusion. Lot number:664666 manufacture date:2009/09 expiration date: 2012/09 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 664666) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included spinal operation. Previously administered products included for prevent pregnancy: mirena iud from 2007 to 2008 and oral contraceptives from 1991 to 2003. Concurrent conditions included nerve pain, water retention, numbness in leg, absence of menstruation and tooth loss. Concomitant products included clobetasol since 2008, cyclobenzaprine hydrochloride (flexeril) since 2011, duloxetine hydrochloride (cymbalta) since 2011, fluoxetine since 2009, gabapentin since 2011, hydrocodone since 2011, ibuprofen (motrin) since 2008, norethisterone (norethindrone) since 2010, paracetamol (tylenol) since 2010, pregabalin (lyrica) from 2011 to 2012, triamterene since 2010, venlafaxine (effexor) since 2011 and venlafaxine since 2011. In (B)(6).2008, the patient had essure inserted. In (B)(6). 2008, the patient experienced mood swings ("mood swings") and hot flush ("hot flashes"). In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and weight increased ("weight gain"). In may 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2010, the patient experienced tooth disorder ("dental problems"), depression ("depression"), hypermetropia ("far sighted. Stronger lenses"), eye disorder ("inclusions on eyes"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches") and nausea ("nausea"). On an unknown date, the patient experienced fibromyalgia ("fibromyalgia"), lichen sclerosus ("lichen sclerosus"), oral pain ("mouth pain"), toothache ("teeth pain"), abdominal pain lower ("abdominal pain, lower, right side") and arthralgia ("hips pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6). 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, fibromyalgia, lichen sclerosus, tooth disorder, mood swings, hot flush, depression, dysmenorrhoea, hypermetropia, eye disorder, fatigue, weight increased, alopecia, migraine, headache, nausea, oral pain, toothache, abdominal pain lower and arthralgia outcome was unknown. The reporter considered abdominal pain lower, alopecia, arthralgia, depression, dysmenorrhoea, eye disorder, fatigue, fibromyalgia, headache, hot flush, hypermetropia, lichen sclerosus, menorrhagia, migraine, mood swings, nausea, oral pain, pelvic pain, tooth disorder, toothache, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 206 lbs insertion date provided as 22-apr-2010 left side- 2 trailing coil, right side 7 trailing coil diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 72.562 kgs. Hysterosalpingogram - on 19-aug-2010: fallopian tubes are blocked ultrasound scan vagina - in may 2008: total bilateral occlusion quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: lot number, reporter, concomitant and historical condition added from pfs and medical record. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 664666) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included spinal operation, overweight and disability (disabled due to spinal injury.). Previously administered products included for prevent pregnancy: mirena iud from 2007 to 2008 and oral contraceptives from 1991 to 2003. Concurrent conditions included nerve pain, water retention, numbness in leg, absence of menstruation and loss of teeth. Concomitant products included since 2008, since 2011, clobetasol since 2008, duloxetine hydrochloride (cymbalta) since 2011, fluoxetine since 2009, gabapentin since 2011, hydrocodone since 2011, norethisterone (norethindrone) since 2010, paracetamol (tylenol) since 2010, pregabalin (lyrica) from 2011 to 2012, triamterene since 2010, venlafaxine hydrochloride (effexor) since 2011 and venlafaxine since 2011. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced mood swings ("mood swings") and hot flush ("hot flashes"). In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue") and was found to have weight increased ("weight gain/gained 50 lbs from my surgeries"). In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2010, the patient experienced tooth disorder ("dental problems"), depression ("depression"), hypermetropia ("far sighted. Stronger lenses"), eye disorder ("inclusions on eyes"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches") and nausea ("nausea"). On an unknown date, the patient experienced fibromyalgia ("fibromyalgia"), lichen sclerosus ("lichen sclerosus"), oral pain ("mouth pain"), toothache ("teeth pain"), abdominal pain lower ("abdominal pain, lower, right side"), arthralgia ("hips pain") and back disorder ("back issues are the worst"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, fibromyalgia, lichen sclerosus, tooth disorder, mood swings, hot flush, depression, dysmenorrhoea, hypermetropia, eye disorder, fatigue, alopecia, migraine, headache, nausea, oral pain, toothache, abdominal pain lower, arthralgia and back disorder outcome was unknown and the weight increased was resolving. The reporter considered abdominal pain lower, alopecia, arthralgia, back disorder, depression, dysmenorrhoea, eye disorder, fatigue, fibromyalgia, headache, hot flush, hypermetropia, lichen sclerosus, menorrhagia, migraine, mood swings, nausea, oral pain, pelvic pain, tooth disorder, toothache, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 206 lbs. Insertion date provided as (B)(6) 2010. Left side- 2 trailing coil, right side 7 trailing coil. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: fallopian tubes are blocked. Ultrasound scan vagina - in (B)(6) 2008: results: total bilateral occlusion. Lot number:664666 manufacture date:2009/09 expiration date: 2012/09 concerning the injuries reported in this case, the following one/ones were reported via social media: back disorder. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jan-2020: content from social media received. Event back issues are the worst was added. Outcome of weight gain was updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 664666) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included spinal operation, overweight and disability (disabled due to spinal injury.). Previously administered products included for prevent pregnancy: mirena iud from 2007 to 2008 and oral contraceptives from 1991 to 2003. Concurrent conditions included nerve pain, water retention, numbness in leg, absence of menstruation and loss of teeth. Concomitant products included since 2008, since 2011, clobetasol since 2008, duloxetine hydrochloride (cymbalta) since 2011, fluoxetine since 2009, gabapentin since 2011, hydrocodone since 2011, norethisterone (norethindrone) since 2010, paracetamol (tylenol) since 2010, pregabalin (lyrica) from 2011 to 2012, triamterene since 2010, venlafaxine hydrochloride (effexor) since 2011 and venlafaxine since 2011. In (B)(6)2008, the patient had essure inserted. In (B)(6)2008, the patient experienced mood swings ("mood swings") and hot flush ("hot flashes"). In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue") and was found to have weight increased ("weight gain/gained 40 lbs from my surgeries"). In (B)(6) 2010, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2010, the patient experienced headache ("headaches"), tooth disorder ("dental problems"), depression ("depression"), hypermetropia ("far sighted. Stronger lenses"), eye disorder ("inclusions on eyes"), alopecia ("hair loss"), migraine ("migraines") and nausea ("nausea"). On an unknown date, the patient experienced abdominal pain lower ("abdominal pain, lower, right side"), fibromyalgia ("fibromyalgia"), lichen sclerosus ("lichen sclerosus"), oral pain ("mouth pain"), toothache ("teeth pain"), arthralgia ("hips pain"), back disorder ("back issues are the worst") and tooth fracture ("teeth breaking/10 teeth so far"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain lower, menorrhagia, dysmenorrhoea, vaginal haemorrhage, headache, fibromyalgia, lichen sclerosus, tooth disorder, mood swings, depression, hot flush, hypermetropia, eye disorder, fatigue, alopecia, migraine, nausea, oral pain, toothache, arthralgia, back disorder and tooth fracture outcome was unknown and the weight increased was resolving. The reporter considered abdominal pain lower, alopecia, arthralgia, back disorder, depression, dysmenorrhoea, eye disorder, fatigue, fibromyalgia, headache, hot flush, hypermetropia, lichen sclerosus, menorrhagia, migraine, mood swings, nausea, oral pain, pelvic pain, tooth disorder, tooth fracture, toothache, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 206 lbs. Insertion date provided as (B)(6) 2010. Left side- 2 trailing coil, right side 7 trailing coil. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: fallopian tubes are blocked. Ultrasound scan vagina - in (B)(6) 2008: results: total bilateral occlusion. Lot number:664666 manufacture date:2009/09 expiration date: 2012/09. Concerning the injuries reported in this case, the following one/ones were reported via social media: back disorder quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: event "teeth breaking/10 teeth so far" added and reporter added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (patient had surgery to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.